Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. It was observed that the lower portion of the direction of flow shim peeled off from the front of the case. The label was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had parts of the door shim labels missing. It was also reported there was no patient involvement.